Event description:
It was reported that in central processing, a broken cable was identified on the tenaculum forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be broken. One grip close cable was broken at the distal idler. The idler pulley spun freely and did not exhibit damage. The cable segment was observed to be sticking out at the wrist of the instrument. The cable broke under tensile loading. The other cables at the wrist of the instrument were undamaged. No other damage was found.